Event description:
Pt alleges receiving breast implants on an unk date and of an unk MFR. Pt also alleges she is "very sick, on sedatives for depression and other medication and certain condition to live with lupus." She also alleges having seizures all the time, part of her chest is numb, the top of the pockets where the implants were placed hurts and each day she gets sicker.